Manufacturer narrative:
A complete lead was returned in two pieces. The reported event of lead noise was confirmed. Electrical testing found an internal short between the inner coil and outer coil conductor paths. Visual inspection of the lead found an abrasion to the inner insulation exposing the inner coil located at 2.9 cm to 3.7 cm from the distal tip. The reported event of fracture was not confirmed. X-ray analysis of the returned lead did not find any conductor fractures. The reported event of lead noise was isolated to the exposure of the inner coil in the abrasion zone.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead exhibited noise and fracture. The lead was explanted and replaced. The patient was stable.